Manufacturer narrative:
The device has not been returned to the manufacturer for evaluation. A lot history review (lhr) of redu2400 showed one other similar product complaint(s) from this lot number.

Event description:
It was reported during the passage of the PICC it did not progress when washing with 0.9% saline solution, it was observed that the PICC had leakage in 03 points of the catheter. No other information was provided.